Manufacturer narrative:
The customer¿s complaint of a tubing separation and leak was confirmed from a photo provided by the customer. The customer¿s photo was evaluated and the reported event of separation was observed to be from the silicone to the upper fitment. The root cause of this failure was not identified. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that after a chemotherapeutic medication infusion, the nurse was removing the tubing from the pump and there was a separation with a small amount of leaking at the upper fitment. There was no harm to the patient or the staff member. Although requested, no other information was received.